Manufacturer narrative:
Philips did not perform analysis; however a remote service engineer communicated with the customer and performed troubleshooting remotely. The customer attempted reseating all cable connections and was able to isolate power by disconnecting the power source and switching the unit off with no change. Swapping the unit with another working unit, everything works as intended using the same cables and sensors. The results of the analysis indicate the fc2010 device was faulty. The customer was provided a quote to replace the device; however, the quote expired and replacements are no longer available. A new quote was provided to re-image the device; however, the customer canceled this quote as a spare device was identified in storage and this one is no longer needed. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a fault within the fc2010. The issue could not be isolated further as the customer canceled the quote and refused further service. The issue was resolved by replacing the device with a spare device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
The connection cables were reseated, and the power was isolated by disconnecting the power source and switching the unit off with no change. When swapping the faulty fc2010 with another working unit, everything works as intended using the same cables and sensors. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an xper flex cardio fc2010 rev c indicating that it is displaying distorted ECG signals including an elevated bpm when in a case or when connected to a fluke vitals simulator. It is unknown if the device was in use at time of event, and there was no adverse event reported.